Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced ventricular tachycardia and ventricular fibrillation. A ventricular tachycardia ablation procedure was performed using the rhythmia hdx mapping system with a patient that had a non-boston scientific ventricular assist device (vad) placed in the apical left ventricle. An intellamap orion catheter was placed across into the left ventricle (lv) via transeptal approach. Magnetic localization of the intellamap orion was lost immediately after entering the lv. The vad flow rate was reduced from 3200rpm to 2500rpm, which significantly reduced electromagnetic interference and allowed for tracking of the orion catheter. The orion catheter was then used to map the lv substrate, however, magnetic interference still occurred in the lower, apical third of the left ventricle when in proximity to the cannula of the vad. This area of the lv as unable to be sampled accurately with the rhythmia hdx mapping system. The orion was exchanged for an intellanav mifi oi ablation catheter and ablation was attempted in the inferior septal lv. Magnetic tracking of the ablation catheter was limited to areas distant from the vad cannula, and could not be visualized when placed within approximately 5cm of the cannula. The procedure was terminated due to inability to localize catheters in required locations and because the patient was frequently going into ventricular fibrillation and was becoming difficult to defibrillate. No other adverse events occurred.